Manufacturer narrative:
H6: the device was evaluated by ventec where it was observed that the device would no longer power on when prompted, thus confirming that the reported issue of the device shutting down by itself unexpectedly. Ventec replaced the control board to resolve the reported issue, noting that multiple components on it were electrically damaged. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board, however, further component level cause could not be conclusively determined.

Event description:
It was reported to ventec that the device unexpectedly shut down by itself during use. There was patient involvement associated with the reported event. The reporter advised that there was no harm to the patient as a result of the reported issue. The patient was placed on their backup ventilator for support. Ventec has made multiple attempts to contact the reporter in order to obtain additional information about the patient, but no response has been received.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.